Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive touchscreen. The ventilator was not in use on a pt at the time of the event. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) touch frame, printed circuit board (pcb). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).